Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00100: plate (B)(4), MDR 3025141-2014-00101: screw #1, MDR 3025141-2014-00102: screw #2, MDR 3025141-2014-00104: screw #4.

Event description:
A plate and four screws were implanted into the pt. One of the screws broke post operatively. The plate and all of the screws were explanted.